Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead dislodged from the atrium even though the helix appeared to be extended. When the lead was removed from the patient, the physician was unable to extend the helix. A different lead was implanted and no patient complications have been reported as a result of this event.